Manufacturer narrative:
(B)(4): the customer reported getting a pacer failure during testing. The symptom was verified. The therapy pca was replaced to resolve the issue. We are considering this a malfunction of the therapy pca.

Event description:
The customer reported getting a pacer failure during testing.